Event description:
The user facility reported that the distal portion of the sheath became separated during removal after an interventional procedure. Follow-up communication with the user facility confirmed: (1) the physician encountered resistance during withdrawal of the sheath; (2) the physician reportedly "pulled slightly harder" in an attempt to remove the device; (3) at that time, the device "tore apart" leaving the distal portion of the sheath in the patient; (4) the detached distal portion of the sheath migrated to the right atrium; (5) a vascular surgeon was called in for consultation and successfully removed the detached section by using a snare device; (6) the original procedure was completed successfully; and (7) the patient is reported to be "stable."

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2013-00004 to correct the catalog #.

Manufacturer narrative:
Results: is based upon evaluation of user facility information & the returned sample; testing of reserve samples. Conclusions: is based upon evaluation of user facility information & the returned sample; testing of reserve samples. The involved device was returned for evaluation, but the production lot number is not known. The failure investigation was based on assessment of user facility information, the returned sample & reserve samples from 3 recent production lots. Examination of the returned sample confirmed: (1) the sheath tubing has been completely separated into two pieces; (2) the sheath tubing near the separation has been stretched and the edges at the point of separation are jagged; and (3) the detached distal portion of the sheath is severely kinked approximately 15-mm from the tip. Inspection of retained samples from recent production lots confirmed that there were no defects or anomalies. Testing of the samples confirmed that product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the description of the event and appearance of the involved sample are most consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).